Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicated. Customer tried to reboot the station, but issue remain the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) found the pyxis would not power on and unplugged it to check for any damage, with none identified. Fse reconnected all drawer connections and successfully powered on the unit. Fse verified functionality by testing all drawers in the application, confirming normal operation. The system functioned as intended after field service engineer repaired the device.